Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was no patient injury, and the incision was not enlarged.

Manufacturer narrative:
Product evaluation: the lens was returned loose inside a large biohazard bag with a small piece of stiff white surgical foam material. Solution was dried on the lens. One haptic is broken from the optic in the gusset area. The distal haptic tip is broken and not returned. The optic is torn/cut through the optic center typical in appearance to damage from insertion and removal. One half of the cut optic contains a fully intact haptic. The remainder of the optic is broken/cut into multiple pieces. The root cause for the complaint of "residual astigmatism" cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following a cataract extraction with intraocular lens (iol) implant procedure, residual astigmatism was noted. The iol was exchanged for a different model in a secondary procedure. Additional information was provided that there was no patient harm.